Event description:
It was reported that there was air inside the access system. A left atrial appendage (laa) closure procedure was being performed. A watchman truseal access system (was) and a watchman laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient. A 5f pigtail catheter was inserted into the was. The hemostatic valve was not well sealed and air was noted to be drawn out of the was. The physician inserted an 8f femoral venous sheath and there were no issues. The procedure was continued and ultimately it was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred.

Manufacturer narrative:
E1 initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field.

Event description:
It was reported that there was air inside the access system. A left atrial appendage (laa) closure procedure was being performed. A watchman truseal access system (was) and a watchman laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient. A 5f pigtail catheter was inserted into the was. The hemostatic valve was not well sealed and air was noted to be drawn out of the was. The physician inserted an 8f femoral venous sheath and there were no issues. The procedure was continued and ultimately it was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred.

Manufacturer narrative:
Device analysis: the returned device consisted of a watchman truseal access system with the dilator in the sheath, and blood in the device. Functional testing was completed by attaching a syringe filled with water, and positive/negative pressure was applied with the valve open and closed. The device was able to flush, and air was able to be purged from the device. Product analysis could not confirm the reported event as clinical circumstances could not be replicated. E1 initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field.